Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited noise. The noise could not be reproduced with isometrics. No intervention was performed. The patient would continue to be monitored normally.